Manufacturer narrative:
Conclusion: a device history record (DHR) review was performed on the delivery catheter system (dcs) and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The reported event indicates that the valve was recaptured twice due to sub-optimal positioning. The imaging provided confirmed there are several attempts to deploy the valve in a horizontal aorta and those attempts were unfavorable. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There was no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Following the two recaptures due to positioning difficulties, the capsule did not respond when the deployment knob was turned, and the valve was unable to be recaptured. There was no evidence that the dcs did not respond as stated in this event. The subject dcs was returned to medtronic for analysis. Torsion marks were observed on the outer shaft of the subject dcs. This damage indicates that the dcs was torqued or twisted during by the user. The user may have torqued the device due to potentially torturous or calcified anatomy. The evolut system instructions for use (IFU) instructs the user not to rotate the dcs as is being advanced. During the analysis task, it was observed that the capsule could be advanced and retracted, however resistance was present when using the trigger. The torque marks on the dcs are the most likely cause of this resistance. The torque marks increase the profile of the outer shaft and would have created an interference inside the stability member causing resistance to outer-shaft movement, which manifested in the handle. Additionally, force or tension in the system is cumulative and many sources may contribute to the feeling of excess tension including load quality and packing density of the valve in the capsule, bends and kinks on the shaft, tortuous anatomy and guidewire and sheath selection. There was damage observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. The dcs was received with the capsule over captured. The evolut system instructions for use (IFU) cautions the user to ¿stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule farther could damage the capsule¿. One nitinol crown was observed to be protruding through the polymer material at the distal end of the capsule. There was no other evidence of damage observed on the subject dcs. A factor that may cause nitinol crown protrusion is an unanticipated interaction between the capsule flare and a hard surface during loading or insertion (interaction with loading system or introducer sheath). In this case, the root cause cannot be conclusively determined with the information available. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The eval method code that relates to the delivery catheter system (dcs) was corrected. The eval method code that is associated with the valve was inadvertently left off the initial report and was added to section h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the handle was intact. The device was received with the capsule over captured. The deployment knob retracted and advanced the capsule. The trigger was noticed to be slightly stiff and moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was noticed to be slightly stiff and was intact. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. The inner member shaft and spindle hub was intact with no evidence of damage. The device was returned with the end cap/screw gear snap fit connected. There was damage observed on the threading of the screw gear. A nitinol crown is observed protruding through the polymer material at the distal end of the capsule. Material was observed to be protruding from the capsule, along the side of the capsule. Torsion marks were observed on the outer shaft. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34 millimeter (mm) transcatheter bioprosthetic valve using this delivery catheter system (dcs), the valve was attempted to be implanted. Following the two recaptures due to positioning difficulties, the capsule did not respond when the deployment knob was turned and the valve was unable to be recaptured. The dcs with the valve one-third expanded was withdrawn and released into the descending aorta. Subsequently, a 29 mm non-medtronic transcatheter valve was then successfully implanted. It was reported that loading was verified via visual tactile and fluoroscopic methods and no misload identified. No adverse patient effects were reported.